Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this issue and was able to verify the constant audio alarm. There was no error codes on display and no significant error codes in the logs. The fse replaced the 9v battery that had low voltage and checked the daughterboard alarm and it was functioning correctly. The fse then, performed all functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
The customer called to report that during use on a patient, the cardiosave intra-aortic balloon pump emitted a high pitched squeal/began to alarm audibly. The pump was on a/c power at the time. The facility's biomedical engineer reported that he had pulled the batteries and powered the pump off but the squeal continued. It was also reported that the unit generated fault code #77. The customer switched to another unit and this unit was then taken to the biomedical engineering department. There was no patient harm and no adverse was reported.